Manufacturer narrative:
\Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of deep vein thrombosis and pulmonary embolism was status post back surgery and immobile, therefore, a vena cava filter was recommended. Access was gained to the right internal jugular vein percutaneously under ultrasound guidance. A venacavagram was performed and identified the iliac bifurcation and the renal veins. The filter was deployed in the ivc midpoint between the iliac bifurcation and the renal veins without incident. Direct pressure was held at the access site for hemostasis. The patient tolerated the procedure well. Thirteen days post filter deployment, the patient expired. The death certificate listed cause of death to be saddle pulmonary embolism with an underlying cause of deep vein thrombosis. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed between the iliac bifurcation and the renal veins. Thirteen days post filter deployment, the patient expired with listed cause of death to be saddle pulmonary embolism. Based on the medical records, the investigation is inconclusive for any filter deficiency as none was identified in the medical records. It can be confirmed that the patient experienced pe after filter implantation however the origin of the pe and the filter's relationship to the filter are unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported and no other information regarding this event was provided. The report alleges wrongful death. New information received: medical records were received and reviewed. The vena cava filter was indicated for a history of dvt and pe and successfully deployed without incident. Thirteen days post filter deployment, the patient expired from a saddle pe with an underlying cause of dvt. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: there was no specific alleged deficiency. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current g2 express filter system instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported and no other information regarding this event was provided. The report alleges wrongful death.